Manufacturer narrative:
Investigation conclusion: it is indicated that the meter is not returning for evaluation. Therefore, in-house testing with the reported lot was performed. In-house testing on strip lot k384106 met release criteria. The product performed as expected. A review of the manufacturing records for lot k384106 did not uncover any non-conformances. Root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of discrepant inratio values. Event occurred in (B)(6). Patient's therapeutic range not provided. On (B)(6) 2016 inratio inr = 1.5. On (B)(6) 2016 inratio inr = 1.5; lab inr = 2.3. On (B)(6) 2016 inratio inr = 2.3; lab inr = 2.3. No reported adverse patient sequela.